Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose rising above 180 mg/dl for approximately two hours and peaking at 300 mg/dl after a cartridge change that initially did not include removing the connector piece, followed by tubing replacement and a fill-tubing operation on an ilet system; coaching led to replacing the tubing, verifying insulin advancement during fill, and placing a new infusion site away from suspected scar tissue, with no leaks or device alarms observed. Symptoms included elevated blood glucose. Outcomes included continued monitoring with subsequent improvement, as glucose decreased to 185 mg/dl and was trending down. Investigation included customer service troubleshooting and user re-education on proper setup, fill, and site placement. Investigation of this case revealed no observable device malfunction or leak, and the event was consistent with infusion or setup-related delivery interruption of unclear origin that resolved after re-priming and site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.